Event description:
Info rec'd indicates the account is unable to place a nurse call.

Manufacturer narrative:
The tech found three broken wires on the communication cable. He replaced the communication cable to repair the bed.